Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since a craniotomy deviated from the desired location (and needed to be extended for surgery to be effective as intended), with the brainlab device involved, despite according to the surgeon: the outcome of the surgery was successful and the tumor was resected as intended. The deviation was detected after the craniotomy/dural opening before any critical surgical steps were performed (such as resection of brain tissue). The 10mm extension of the craniotomy is considered only trivial damage and did not cause significant complications to this patient. There was no (direct or increased) risk to harm a critical brain structure (e.g. Blood vessels or important brain tissue) due to the craniotomy or invasive steps done at this surgery. There was no harm or negative effect to the patient due to this issue, nor due to the prolonged anesthesia (of less than 30 min.) There are no further remedial actions necessary, done or planned for this patient. Hospitalization was not prolonged either. According to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause for the deviation of the navigation display compared to the actual patient anatomy by approximately 10mm was a combination of the following: a less than optimal MRI scan used for the registration to navigation and a less than ideal point acquisition by the user during patient registration, not following the recommendations as required, which caused the brainlab cranial navigation software to not find an as accurate match as desired in the region of interest for this specific procedure, between the preoperative image dataset and the actual patient anatomy: the MRI scan was acquired ca. 1 month prior to the procedure date; in the intervening time there could be a change in anatomy including the skin surface. The point acquisition by the user during patient registration was less than ideal with insufficient points acquired on unique bony areas of the patient's face, e.g. Not enough points were acquired on both sides of the nose and head (the patient's nose was not fully included in the field of view of the MRI scan, not following the brainlab recommendations as required, and therefore limiting the characteristic areas of the patient's face available for point acquisition during patient registration). The patient's head may have moved inside the head holder during the surgery and in relation to the navigation reference array. Relative movements of the patient's head within the head holder and reference array cannot be compensated by the brainlab cranial navigation system. Apparently the resulting deviation of the navigation display was not recognized by the user (prior to performing the craniotomy) with the necessary accuracy verification of navigation throughout the procedure. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to reiterate the relevant topics regarding the use of the device to this customer.

Event description:
A cranial surgery for removal of a right posterior brain tumor approximately 20mm in diameter located at the tentorium, was performed with the aid of the display by the brainlab navigation software cranial 3.1. A preoperative MRI scan was acquired on (B)(6) 2019, to use with navigation. During the procedure the surgeon: positioned the patient in a supine position with the patient's head turned to the left in a non-brainlab headholder and attached the unsterile reference array for navigation. Performed the initial patient registration on the preoperative MRI using the softouch acquiring registration points on the patient's skin to match the display of the navigation to the current patient anatomy. Verified the accuracy of the registration and accepted the registration to proceed. Planned the craniotomy with the navigated pointer. Removed the unsterile navigation reference array and draped the patient. Attached a sterile reference array, and re-verified navigation accuracy with the sterile pointer. Performed the craniotomy, removed the bone flap and opened the dura on the planned position. Determined visually the bone flap and dural opening were not located over the tumor as intended, and verified accuracy and detected a deviation of approximately 10mm. Decided to proceed conventionally without navigation. Extended the craniotomy and dural opening by 10mm. Resected the tumor without the aid of navigation. Completed the surgery. According to the surgeon: the outcome of the surgery was successful and the tumor was resected as intended. The deviation was detected after the craniotomy/dural opening before any critical surgical steps were performed (such as resection of brain tissue). The 10mm extension of the craniotomy is considered only trivial damage and did not cause significant complications to this patient. There was no (direct or increased) risk to harm a critical brain structure (e.g. Blood vessels or important brain tissue) due to the craniotomy or invasive steps done at this surgery. There was no harm or negative effect to the patient due to this issue, nor for the prolongation of anesthesia by less than 30 min. There are no further remedial actions necessary, done or planned for this patient. Hospitalization was not prolonged either.